Event description:
A malfunction was reported by the customer through a distributor, indicating an issue with a pump. It was noted that there was no information available concerning any blood glucose impact. The pump was expected to be returned for further examination, and a replacement was already provided to the customer.